Manufacturer narrative:
A ge representative evaluated the system, and replaced the rui. System operates as intended. This MDR is related to ge healthcare complaint.

Event description:
Customer reported the joystick on the rui was not working. No patient injury was reported.